Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had backflow of blood while a patient was laboring in the labor/delivery unit. The customer reported that "the patient was considered to be full term in her pregnancy. The patient was also reported to be pre-eclamptic and was being treated with magnesium sulfate via a sigma pump. The cause of the backflow issues was speculated to be due to the height of the IV solution bags in relation to the height in which the bed was placed. The nurse explained the patient's bed was raised in an upright position to receive an epidural. The nurse reported the backflow of blood was noted to be in the entire length of the normal saline and antibiotic tubing. As a result of the backflow of blood, the nurse replaced both the normal saline tubing and antibiotic tubing which caused a slight delay in therapy. There was no injury to the patient or newborn. The nurse clarified the patient had a primary line, using secondary tubing, in which normal saline (not d5lr which was originally reported) was being infused but with no pump and was connected into the solution bag of d5lr (mainline) that was infusing a bolus via sigma pump. The rate of the infusion and amount of bolus was unknown. A pitocin solution IV bag was plugged into the lowest port of d5lr. Pitocin was not infusing at the time (sigma pump was turned off). The nurse reported a dial-a-flow extender was connected to the lock where the pitocin was connected. An unspecified antibiotic was being infused at an unknown rate using the port after the piggyback port after the pump." All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.